Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had the system explanted due to infection at both incisions. There was no patient injury and the patient recovered without sequela. There were no device issues reported.

Manufacturer narrative:
No device analysis was performed; event was a non-analyzable medical issue. References the main component of the system and other applicable components are: product ID (B)(4) lot# serial#(B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient doesn't have anything implanted and has recovered without issues. The rep stated that there would be no reason why they would get further updates. After 6 months the patient will have the option to be replanted, when they have a follow-up with the surgeon at the time. No further complications were reported or anticipated.